Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained higher than expected, erratic troponin (accutni) results, within the risk stratification range, generated by the access 2 immunoassay system for one patient. Subsequent testing at an alternate laboratory produced a lower, discordant troponin result within the normal reference range. The results were reported out of the laboratory. The effect, if any, to the patient is unknown at this time.

Manufacturer narrative:
The sample was collected in a 3ml lithium heparin plasma tube with a gel separator. The customer centrifuges samples for three (3) minutes at 6,000 rpm. Per the customer supplied qc charts, both levels of accutni qc were within the customer's established ranges prior to the event. The customer repeated both levels of accutni qc after the event and both levels failed out of range high (>2sd). A routine system check was performed on (B)(4) 2011 which passed within instrument specifications. Another system check performed after the event failed due to an elevated washed mean and %cv. A customer technical support (cts) had the customer visually inspect the aspirate probe tubing, waste filter air tubing, and the liquid waste tubing for kinks or cracks; no issues were noted. The customer changed the aspirate probes and then repeated the system check; the test failed again. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that one of the aspirate probes was bent and there was a hole on one of the aspirate probe peri-pump tubing. The fse replaced both peri-pump tubing and the aspirate probe. The fse performed a routine system check which passed within instrument specifications. The fse also performed a five replicate precision test using the low level accutni qc material; testing passed within the expected precision of the assay. The fse also noted that the high level accutni qc resulted within the customer's established ranges. Although service was dispatched and addressed some hardware issues, a definitive device failure has not been determined to date for this event. The following mdrs are associated with this event: 2122870-2011-04899. 2122870-2011-04901.